Event description:
Device history records were reviewed, and no events linked to the reported issue were found. The provided device history logs were reviewed, and the event was confirmed by observing multiple occurrences of error ID 51. "The reported devices were not received in brézins for investigation. As a result, no further investigations could be carried out. The reported event could not be reproduced and was not confirmed by our laboratory. However, the reported problem was confirmed using the device los files provided. Based on the information available and since the devices concerned were not returned, the root cause of the reported problem remained unknown (not returned). To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. This complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: error message "err 51-001 speaker" has occurred. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.